Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis and was not returned with the instrument. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure and the root cause of this failure is attributed to a component failure. The root cause of the broken pitch cable was attributed to a component failure. A review of the instrument log for the tenaculum forceps (part # 470207-10/lot# n10210607 0110) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had nine uses remaining after last use. The last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Images of the instrument were provided by the customer. The images show the broken cable that was reported and later confirmed through failure analysis. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable on the 8mm tenaculum forceps broke. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.